Event description:
It was reported that the procedure was to treat a right anterior tibial lesion with restenosis. A 3.5x38 mm espirit btk bioresorbable vascular scaffold (bvs) was implanted without issue. However, the bvs was placed inside a bare metal stent, causing the plaque to be extruded [shift] during deployment. A balloon was used to treat the vessel and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect of prolapse and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of prolapse is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of scaffolding procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.